Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during phacoemulsification phase of surgery an ophthalmic operating system had no suction. Details related to patient harm have not been reported. Additional information has been requested but is not available at the time of this report